Event description:
It was reported that the patient was experiencing inadequate pain relief and the leads had high impedances. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 5006075, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 5006076, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).